Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose levels, absence of no delivery and an unresponsive act button. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, displacement and self tests, but failed the high pressure test. Advised that the insulin pump should be replaced, but the customer declined. Nothing further was reported.